Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Test strip (B)(4). Manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call. On (B)(6) 2017, customer states that her condition have improved. She is no longer experiencing symptoms and no medical attention was required. Customer ran a blood test got hi (non- fasting) this morning (customer had coffee and a donut) customer took her insulin and then run a blood got results in the 349 mg/dl non- fasting. On (B)(6) 2017, customer says he condition improved up until yesterday (B)(6) 2017. Customer had to go to the hospital regarding hypoglycemia. Customer was treated for low glucose levels with glucose injections, IV and food and released the same day. Customer says she feels much better today. Customer is satisfied with the glucose reading from the replacement product. Not related to product problem.

Event description:
Consumer reported complaint for e-5 and symptoms. Hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels sleepy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is approximately two weeks. The meter memory was reviewed for previous test result history: 1. 349mg/dl, (B)(6) 2017 1:30pm, fasting: no. 2. 465 mg/dl, (B)(6) 2017 11:44am, fasting: yes. 3. Hi, (B)(6) 2017 10:24am, fasting: no. 4. 76mg/dl, (B)(6) 2017 9:12pm, fasting: yes. 5. Hi, (B)(6) 2017 5:00pm, fasting: yes. On (B)(6) 2017, husband has been getting an e-5 error, has been letting his wife sleep not knowing if her blood sugar is high or not. Husband then called since he could not get a blood reading, customer has not eaten since this morning and drank nothing. We ran a blood now using the correct application of the blood to the strips and now got a hi reading. Husband was glad to finally get a reading and will give her insulin now. I advised to call the physician but he declined.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call. On (B)(6) 2017, customer states that her condition have improved. She is no longer experiencing symptoms and no medical attention was required. Customer ran a blood test got hi (non- fasting) this morning (customer had coffee and a donut) customer took her insulin and then run a blood got results in the 349 mg/dl non- fasting. On (B)(6) 2017, customer says he condition improved up until yesterday (B)(6) 2017. Customer had to go to the hospital regarding hypoglycemia. Customer was treated for low glucose levels with glucose injections, IV and food and released the same day. Customer says she feels much better today. Customer is satisfied with the glucose reading from the replacement product. Not related to product problem. Correction : missing the mlurc. Add the mlurc to additional MFR narrative.

Event description:
Consumer reported complaint for e-5 and symptoms. Hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels sleepy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is approximately two weeks. (B)(6). On (B)(6) 2017, husband has been getting an e-5 error, has been letting his wife sleep not knowing if her blood sugar is high or not. Husband then called since he could not get a blood reading, customer has not eaten since this morning and drank nothing. We ran a blood now using the correct application of the blood to the strips and now got a hi reading. Husband was glad to finally get a reading and will give her insulin now. I advised to call the physician but he declined.